Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. The receiver will charge and boot. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed. Open receiver to check speaker: passed resistance check at 7.2 ohms . A speaker resistance test was performed and confirmed the reported event of an intermittent audio output. The complaint was confirmed because the receiver did not produce audio output during lab testing produced intermittent audio output during testing the root cause was determined to be a defective speaker assembly.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete. No data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.